Manufacturer narrative:
Technician found no problem with the bed. The only issue was that something was leaning on the CPR pedal. This is a case of user error.

Event description:
Account alleged that the head of the bed goes down by itself. No pt impact.